Event description:
The customer was hospitalized with high bgs. Customer had call in earlier in regards to a battery related issue. The nurse indicated that the customer had a back infection which lead to the hpspitalization and they did not have time to troubleshoot the pump. Sent replacement and packaging to return the device.